Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the three common compute controllers (ccc) to resolve the issue. The system was tested and verified as ready for use. The units were analyzed and the following investigations were obtained: common compute controller 1: this unit was returned for evaluation and the reported ¿system errors, doctors console will not connect, error 32321 and 31089¿ issue was confirmed and replicated. Reviewed error logs and confirmed that error 32321 and 31089 did trigger in the field. The ccc was visually inspected, where no issues were found. Unit was installed on the known good in-house system and the vision side cart (vsc) monitor showed ¿console not connected or not powered on¿ message. The console cart was not able to power on normally and the power button kept flashing blue. Common compute controller 2: the unit was analyzed and error 32321 was confirmed using the lighthouse system. A visual inspection of the ccc revealed no issues. The unit was then installed onto a known good equipment, fixture or tool (eft) and powered on, 32321 faults after startup, the system became unresponsive, the ssc power button was flashing blue, and the viewer and ergonomic adjustments did not respond and could not be modified. Common compute controller 3: in lighthouse and artemis, the errors 31089, and 32321 were found indicating a recoverable error was detected by hardware on aurora comm link, and a partial linkup signal failed to sync with the other side, respectively. Upon visual inspection, no issues were found that would be related to reported event. This vsc ccc cfg was installed, programmed and tested on the dv5 in ho system where errors 31089 and 32321 triggered at startup, replicating reported failure. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system did not complete power and got 31089 error. The system console not connected. The site had two doctors console connected. Both console connections do not get blue leds on the fiber able. The site tried to connect one console at a time with no change. The site was moving the cases to their other system. The procedure was completed with no reported injury.